Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure, a balloon burst occurred. The target lesion was located in the heavily calcified proximal left anterior descending (lad) lesion artery. The physician advanced a 2.5x8mm apex balloon catheter and intended on inflating it to 18 atms. However, on the first inflation the balloon burst at 10 atms. The balloon catheter was successfully removed intact. The procedure was completed with an unspecified stent. No pt complications were reported and the pt's current condition is listed as "good".